Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test. No motor error alarm during testing noted. The motor was tested outside the unite and passed. Device passed self test, off no power test and all operating currents tested within the specification range. No unexpected aa39 alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple insulin pump error alarm and insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was unable to successfully clear the alarm. The customer was unable to complete insulin pump rewound. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.